Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the olympus service operation repair center (sorc). Sorc checked the device and there was no abnormality in the screw inside the device. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on evaluation, there was no abnormality of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Olympus will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing the screw inside the device (olympus loaner) has come off. Other detailed information was not provided. There was no report of patient injury associated with the event.